Event description:
The customer reported that the insulin pump alarmed no delivery and motor error. Troubleshooting was done. Customer's blood glucose was 277 mg/dl. Customer treated with manual injection. Customer stated the no delivery alarm was resolved by infusion set change. Customer stated got motor error alarm after no delivery alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The motor was tested outside of device and passed. The insulin pump was received with minor scratches to liquid crystal display window, cracked case near liquid crystal display window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).